Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation findings. The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res # 90987 was implemented. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the omnipod 5 controller/personal diabetes manager battery swelled to double the size. No harm to the patient was reported and no medical assistance was required.

Manufacturer narrative:
The description of the event was updated.

Event description:
It was reported the omnipod dash controller/personal diabetes manager battery swelled to double the size. No harm to the patient was reported and no medical assistance was required.